Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that for about a month or so their therapy has been turning itself off on its own. Caller stated they can turn it back on by sliding the arrow across to on, but they don't know why it's doing that. Agent walked caller through connecting the handset and communicator to the implant. Caller confirmed therapy was on. Agent reviewed that therapy will turn off if a program change was made. Patient confirmed not changing programs. The patient was redirected to their healthcare provider to further address the issue. Caller noted they have an appointment with their managing healthcare provider and a manufacturing representative on may 1st and will have the device checked.